Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed orange juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.